Event description:
The 500ml pressure bags failed to fully inflate, rendering it unusable for arterial line. Had to retrieve 3 additional pressure bags before one of them would completely inflate to use for arterial line. Pt code: 4582. Device code: 1310. Ref reports: mw5176332, mw5176334.